Event description:
A discordant, falsely elevated glucose hexokinase result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate instrument, resulting lower. The corrected result obtained on the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose hexokinase result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse rebuilt the sampling and reagent wash pump and reagent dispensing pump 1. The cse replaced reagent pump valve 1 and reagent probe1 mechanism. The cse primed the system and aligned reagent probe 1. The customer ran quality controls, which resulted within range. The cause of the discordant, falsely elevated glucose hexokinase result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.